Event description:
The account alleges that during use when the device was connected to the cable, the pressure did not increase. It was replaced with another one from the same lot to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint could be confirmed. The root cause was attributed to excess stress applied during product set-up and/or use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.